Event description:
Customer called to report that the insulin pump has a blank display after battery change. Customer stated that she woke up with a blank screen. Customer also reported damage to the insulin pump. Customer's blood glucose reading was 240 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with no blank display. All operating currents were within specification and the insulin pump passed the self test. No unexpected battery alarms or damage to the isolation tape was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and broken battery tube threads.